Event description:
Information was received from a manufacturer's representative regarding an external device. The reason for call was caller reported that about a year ago patient started having issues with recharging the implanted neurostimulator. Caller stated that patient is recharging every day and they are working on their parameters because their amplitudes are pretty high, but when patient recharges the implant they only get the implant up to about 50% because the controller battery depletes from 100% to zero. Caller confirmed that patient has to then charge the controller in order to finish charging the implant. Agent had caller examine the equipment for visible damage; caller confirmed no visible damage to the recharger cord, battery pack, or controller battery compartment. Caller then noted that the relay box gets hot all the time while charging ins and the paddle gets hot sometimes while charging ins. The issue was not resolved. An email was sent to the repair department to replace the recharger.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755-s (serial: (B)(6)); product type: 0213-recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The device - 97755-s, serial number (B)(6) was returned for product analysis. Analysis found recharger antenna failure wherein sc_interrupt check fails at 0. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.